Event description:
During an in clinic follow-up, the device was found at end of life (eol) voltage level and not pacing. The physician suspected premature battery depletion to be the cause of the event. The patient was not pacemaker dependent. Additionally, it was reported that the autocapture function was disabled and the device's output was increased without a user changing these settings manually. Abbott technical support reviewed the event and stated the increased output would result in higher current drain. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
Reported events of premature battery depletion and no lv output was not confirmed. The device was at end of life (eol) voltage level upon receipt. Field information provided indicated device operated at high pacing output settings and autocapture was enabled during implant period. When automatic settings are programmed, such as autocapture and rate responsive feature, the device would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Further analysis performed, including output verification, inspection of header and connectors revealed no anomalies that can contribute to reported event. Additionally, a longevity assessment was performed and implant duration exceeds total projected longevity indicating normal battery depletion.